Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Customer reported she is dealing with an infection which is contributing to stated high blood glucose. Customer having difficulties hearing the beeps. Suggested switching the alert type to vibrate. Ran self-test and pump passed, but made no sound at all. Pump also vibrated during test.